Event description:
Same case as MDR ID# 2134265-2012-00188. It was reported that during a rotational atherectomy treatment procedure, the rotational speed would not display on the console and a vessel perforation occurred. The target lesion was located in a heavily calcified mid right coronary artery. During preparation of the rotablator console outside of the patient, rotational speed was observed to be correctly displayed and a platform speed was able to be successfully set. However, during ablation of the lesion neither the speed or event time would illuminate on the console display. It was noted that the dyna glide light was still functioning. Rotablation was successfully completed by listening for drops in rotational speed and by using a timer located on the x-ray monitor to time the ablations. To continue the procedure, the 2.0x8 or 2.5 x 8 apex balloon used for pre-dilation was advanced and a single inflation was performed. An ion otw stent was advanced and during positioning a small perforation due to the previous balloon dilation was noted. The physician kept the balloon inflated in the vessel to seal the perforation and the procedure was ended. Two days later the patient was brought back, ivus was performed and the stent was post-dilated to insure adequate apposition. No further patient complications were reported and the patient status is listed as well.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-00188. It was reported that during a rotational atherectomy treatment procedure, the rotational speed would not display on the console and a vessel perforation occurred. The target lesion was located in a heavily calcified mid right coronary artery. During preparation of the rotablator console outside of the patient, rotational speed was observed to be correctly displayed and a platform speed was able to be successfully set. However, during ablation of the lesion neither the speed or event time would illuminate on the console display. It was noted that the dyna glide light was still functioning. Rotablation was successfully completed by listening for drops in rotational speed and by using a timer located on the x-ray monitor to time the ablations. To continue the procedure, the 2.0x8 or 2.5 x 8 apex balloon used for pre-dilation was advanced and a single inflation was performed. An ion otw stent was advanced and during positioing a small perforation due to the previous balloon dilation was noted. The physician kept the balloon inflated in the vessel to seal the perforation and the procedure was ended. Two days later the patient was brought back, ivus was performed and the stent was post-dilated to insure adequate apposition. No further patient complications were reported and the patient status is listed as well.

Manufacturer narrative:
(B)(4).